Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi #37. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On 2019-03-10, non-osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.